Manufacturer narrative:
Additional information provided in b.2., b.5., b.6., b.7., d.10., d6a., h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of focal marginal corneal decompensation with stent endothelial contact; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Because insufficient clinical data was not received and based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU (instruction for use) could potentially contribute to an outcome similar to the reported event. Corneal decompensation is noted as a potential postoperative risk associated with use of the stent system that is clearly specified in the product instruction for use. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the stent had been in contact with the endothelium, resulting in endothelial cell loss. Two retention rings had been visible in the anterior chamber at the time the endothelial cell loss was diagnosed. The patient had undergone a stent shortening procedure under inpatient conditions. The event outcome was reported to be ongoing, as the endothelial cell loss was irreversible.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via regulatory agency that after shunt implantation procedure patient experienced focal corneal decompensation due to the endothelial contact.